Event description:
The customer reported via phone call that they received emergency medical assistance on (B)(6) 2021 due to low blood glucose. The customer's blood glucose at the time of the incident was unknown. The customer's current blood glucose was 140 mg/dl. The customer reported insulin pump was over delivering. The customer did not experience any symptoms. Auto mode was not active at the time of incident. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.